Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, missing serial number label, missing reservoir tube retainer, missing reservoir tube o-ring, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown. The customer notes state the insulin pump was broken and had a crack in the back. The insulin pump will be returned for analysis.